Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using an 8.5f sheath. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using an 8.5f sheath. Reportedly, when attempting to achieve hemostasis, the suture was tied to firmly and the knot couldn't be advanced all the way with the knot pusher. The suture was then cut and manual compression was applied to achieve hemostasis. The guide wire was reinserted into another access site in the right common femoral vein using the remaining sheath (sheath size 8.5f) and then the sheath was removed. A prostyle device was inserted; however, the guide wire was accidentally removed and the prostyle device was unintentionally removed as only a small portion of the distal end of the device had entered the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.